Event description:
It was reported that the user fell and the ilet pump¿s screen cracked, consistent with physical damage to the display following an external impact; no alerts or alarms were reported, and troubleshooting and education were completed. Symptoms included no reported clinical effects. Outcomes included no reported impact to health or required medical intervention. Investigation included complaint intake review and user-reported troubleshooting. Investigation of this case revealed damage to the pump display consistent with accidental external force, with no indication of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user handling/impact during a fall.